Manufacturer narrative:
H2: corrected information in h6 (component code, type of investigation & investigation findings. ). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. However, an image evaluation was performed and found that the device packaging exhibits signs of deformation, characterized by a melted appearance and irregular, non-uniform wrinkling along the sides. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that the assembler must inspect seals for creases or wrinkles on the seal. Reject pouch if these defects are found. Factors that could have contributed to the reported event include rough handling during transport or storage, or exposure of the packaging to excessive heat. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the device packaging exhibits signs of deformation, characterized by a melted appearance and irregular, non-uniform wrinkling along the sides. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that the assembler must inspect seals for creases or wrinkles on the seal. Reject pouch if these defects are found. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include rough handling during transport or storage, or exposure of the packaging to excessive heat. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, before a knee arthroscopy, when the fast-fix flex box was opened, it was noticed that the package and sterile barrier was melted. The procedure was completed with a surgical delay of less than 2 minutes using an equivalent sn back-up device. No further complications were reported.